Manufacturer narrative:
Updated to reflect the information received on 2017-jan-25. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) on 2017-jan-25. It was reported that the hcp contacted the patient¿s power of attorney and worked them in for a refill. The cause of the missed refill and pump alarm was identified as the hcp¿s office system. The alarm and missed refill was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 500 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On 19-dec-2016 it was reported that the patient¿s pump was alarming every 2-4 hours. He was supposed to see the doctor on (B)(6) 2016 for a pump refill, but didn¿t. He ended up going to the ER (emergency room) and they did not do anything. The patient had no symptoms. It was unknown if any environmental, external, or patient factors led or contributed to the event. No diagnostics and/or troubleshooting were done. The issue was not resolved. It was believed that the physician was going to have the patient come in for a pump refill on (B)(6) 2016. No surgical intervention occurred and none was planned. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.